Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to manually crush a 1.5 cm stone. However, resistance was felt and a popping sound was heard when the stone was crushed. A photo submitted by the customer showed that the handle cannula broke. Procedure was completed with the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device. If there is any further relevant information from that review, a supplemental medwatch will be filed.